Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 570mg/dl. There were no reported signs or symptoms of hyperglycemia. During troubleshooting, a review of the bolus history indicated a zero unit bolus had been programmed; the user had not programmed the correct bolus amount. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump¿s bolus history shows a 0.00u ezcarb normal bolus was manually programmed from the meter on (B)(6) 2016 at 11:20. The next recorded bolus was a 1.00u normal bolus manually programmed from the pump on (B)(6) 2016 at 14:03. No meter was returned with the pump. Pump boots to the verify screen with audible and vibratory features. No hypersensitive or stuck keys were observed on pump¿s keypad. Manually performed a 10u normal bolus and a 10u audio bolus successfully on the pump. Successfully delivered a bolus from test meter to the pump with no errors. All bolus were accurately recorded in the pump history. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. No defect found with the returned product. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.